Event description:
It was reported that patient presented with recurring incontinence, but the artificial urinary sphincter (aus) did not present any failure. A surgical procedure was performed to replace the balloon with a higher pressure one. There were no patient complications.